Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level of 575 mg/dl with trace ketones that a healthcare provider deemed life threatening. Cause was not known. Customer performed a supply change multiple times to address the bg. Customer reverted to an alternate form of insulin therapy.